Event description:
It was reported the patient experienced pain following the implant procedure. It was determined the paddle lead was impinging on a nerve root. As a result, the lead was explanted on (B)(6) 2019. The patient¿s pain has resolved.